Manufacturer narrative:
One 5.0 twinfix ti anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. A portion of the anchors eyelet has been broken off. The inserters hex that interfaces with the anchor is stripped. The inserters shaft is aligned within print specification with the handle. A review of the clinical details could not confirm if the insertion site was predrilled. The condition of the device indicates it was subjected to excessive forces during insertion. Per the devices instructions for use under ¿caution: excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force". There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, when implanting the anchor, found the shaft slipped. Just implanting halfway then taken out and found the end of anchor was broken. The broken piece was removed from patient. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.